Event description:
During trouble shooting of a check heater line alarm which occurred on the homechoice (hc) during use. The home patient (hp) tried disconnecting line and reconnecting. Since the sterility was broken, the baxter technical service representative (tsr) recommended new supplies. The tsr walked hp through ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm. Per hp, there were no loose connections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient, who disconnected and reconnected the heater line during therapy. The assignable cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA.